Manufacturer narrative:
H6: medical device problem code 1494 clarifier - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024 an arteriotomy closure of the right common femoral artery was successfully performed with a prostyle device after an endovascular treatment interventional procedure using a small bore (<5f) sheath. Post-operative hemostasis achievement was confirmed. The patient was discharged and walking on his own. Reportedly, on (B)(6) 2024, the patient came to an outpatient clinic. On (B)(6) 2024, the patient was transferred to another hospital with cardiac arrest and due to a pseudoaneurysm and hemorrhagic shock at the access site. The patient subsequently died due to re-bleeding from the puncture site. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the account used a sheath less than 5f. It should be noted the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effects of pseudoaneurysm, hemorrhage and death are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. A medical review by abbott clinical specialist concluded: due to the information provided, it can be definitively stated that the perclose prostyle was most likely not the cause of this patient¿s hemorrhagic shock and cardiac arrest. The likely cause of death was uncontrolled bleeding from a ruptured femoral pseudoaneurysm, causing the cascading events, which led to hemorrhagic shock and cardiac arrest. As such, there is no indication of a product quality issue.